Event description:
A vns treating physician in (B)(6) reported to our country representative that there was a patient with high lead impedance. The patient's vns device was programmed off and they will be referred for surgery. No date set at this time, but likely in (B)(6) 2012. X-rays were reviewed at the site but not provided to the manufacturer for review at this time. It was reported that no lead break or disconnection was seen.

Event description:
An analysis was performed on the returned lead portions. Note that a small segment of the white (+) electrode quadfilar coil was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 24mm portion the (+) white electrode quadfilar coil appeared to be broken approximately 1mm from the proximal end of the anchor tether. The mating end of this coil break was not returned. Visual analysis identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Dried body fluids were noted inside the inner and outer tubing in some areas. No obvious path of entry other than the cut end made during the explant process were noted. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
The patient had full revision surgery and their explanted product is in transit to the manufacture for analysis. It was additionally reported that the patient did not have any trauma prior to their high impedance being attained.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The patient's explanted lead and generator were returned for analysis. Analysis is pending on their lead. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.